Manufacturer narrative:
No unexpected audio/beep anomalies were noted during testing. The pump was received with critical pump errors and pump error 40 in the format and trace files due to moisture damage on all electronic assemblies. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and a faded serial number label. The pump also had moisture damage on the motor assembly and force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump made a constant long tone when during battery change.